Event description:
It was reported that during a device explant procedure lead fracture issue was observed on the rv lead. Patient was asymptomatic. It was suspected that the fracture issue was due to cautery during the procedure. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable during and post procedure.